Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology leaked contrast media during use. The following information was provided by the initial reporter, translated from french: "when injecting contrast media (viscous and thick) at a flow rate of 4-5cc/s, the overpressure created leads to a leakage of the contrast product and the impossibility of making images at an "arterial" time. Consequences: - leakage of sticky contrast medium on our fragile machines - failed examinations with diluted contrast products on a patient with moderate renal insufficiency - impossibility of knowing the exact quantity of product injected - loss of time - having to re-inject patients to place a new catheter."

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology leaked contrast media during use. The following information was provided by the initial reporter, translated from french: "when injecting contrast media (viscous and thick) at a flow rate of 4-5cc/s, the overpressure created leads to a leakage of the contrast product and the impossibility of making images at an "arterial" time. Consequences: leakage of sticky contrast medium on our fragile machines, failed examinations with diluted contrast products on a patient with moderate renal insufficiency, impossibility of knowing the exact quantity of product injected, loss of time, and having to re-inject patients to place a new catheter".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.